Event description:
It was initially reported that the patient¿s generator was unable to be interrogated. It was unknown by the reported if the patient may be at end of service or if there were any other issue going. Troubleshoot was done but did not resolve the issue. A battery life calculation was performed and showed the patient should be at or near end of service. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming.